Manufacturer narrative:
D.4. Medical device expiration date: unknown. A device evaluation is anticipated but is not complete. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using totalys slideprep ce, cross-contamination of unknown substance/species was seen in the instrument. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - the complaint alleges contamination (catalog number 491346, serial number (B)(6)). Customer is reporting traces of contamination (fungal) were found in the second row of tray 2, and similar traces were also found in the first row of tray 2, which is to the left of the device. Customer confirmed that no fungal clumps were visible near the aspiration nozzle, and it appeared the fungal contamination had already been aspirated and removed, so we asked them to clean the nozzle with a stylus or something similar. Instrument is working now. Based on service investigation, the complaint is confirmed, and the root cause is attributed to lump contamination. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review revealed no complaint for similar root cause attributes. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using totalys slideprep ce, cross-contamination of unknown substance/species was seen in the instrument. No adverse impact was reported regarding the patient or user.